Event description:
The pt experienced a loss of therapeutic effect and a lack of stimulation sensation. There ws no known accident or incident related to this problem. The health care professional read ">4000 ohms on some of the bipolar pairs." The pt was programmed using electrode 3 and the hcp changed the pt's programming to "2+,0-." The pt initially felt stimulation in the same area after this reprogramming but then lost stimulation after 24 hours. The hcp wanted to delay surgery if the implantable neurostimulator had good longevity. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).